Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Additional information received stated approximately (B)(4) months post mitral valve-in-valve procedure, the 26mm sapien 3 valve valves were explanted.  A surgical valve was implanted. The reason for the explant is unknown at this time.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2020-11361 and  2015691-2020-11362. Multiple attempts have been made to obtain additional information with no response. At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. To date, the patient medical records and procedure op notes requested have not been received for review.  A supplemental report will be submitted in accordance with 21 cfr 803.56 when and if additional information becomes available. In this case, the valve is not available for evaluation; however, there was no indication or allegation that a product deficiency contributed to the event.  The reason for explanting the valve approximately 11 months post tmvr is not available at this time.  There is insufficient information to determine if the event was related to a device malfunction. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.  No corrective or preventative actions are required.

Manufacturer narrative:
Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets.  Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction.  Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention.  Tissue calcification is a very common failure mode.  The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood.  Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself.  It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.  In this case, there was no allegation or indication a device malfunction contributed to these adverse events. Based on the information provided, the root cause for the valve degeneration proximally 1 year and 11 months post valve implant could not be confirmed, but may be related to the patient¿s co-morbidities (renal failure) and/or pre-existing valvular disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by a field clinical specialist, approximately 1 year and 11 months post implantation of a 26mm sapien 3 valve in a pre-existing mitral surgical valve, a valve in valve was performed with a 26mm sapien 3 valve due to stenosis from pannus and degeneration.  Per the latest report, the patient was doing well.